Event description:
Pt was admitted to the hosp with 101lb weight loss due to esophagitis from radiation therapy. The weight loss occurred over three days as the pt had difficulty in oral intake. Pt was admitted for hydration and total parenteral nutrition. Pt also presents with radiation burns on right side of chest. Rt was held 4 days before event date. Pt remains in hosp to date.